Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration of essure device location of device: uterus') and device dislocation ('migration') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraine"). In (B)(6) 2012, the patient experienced feeling abnormal ("other injury(ies) or complication please describe: brain fog") and amnesia ("memory loss"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection (other) describe: yeast"). In (B)(6) 2013, the patient experienced back pain ("back pain"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"), alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, psychological trauma, alopecia, tooth disorder, nausea, feeling abnormal and migraine outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, urinary tract infection, vaginal discharge, fatigue, headache, weight increased, vaginal haemorrhage, vulvovaginal mycotic infection, dysmenorrhoea, amnesia and back pain had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, menorrhagia, device migration, uti, vaginal discharge, hair loss, fatigue, dental problems, headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Events; abnormal bleeding (vaginal), infection (other) describe: yeast, dysmenorrhea (cramping), perforation (fallopian tube(s)), other injury(ies) or complication please describe: brain fog & memory loss, migration of essure device location of device: uterus, migraine, back pain were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, psychological trauma, alopecia, fatigue, tooth disorder, headache, nausea and weight increased outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, urinary tract infection and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, device dislocation, fatigue, headache, menorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, menorrhagia, device migration, uti, vaginal discharge, hair loss, fatigue, dental problems, headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Previously added injury nos was replaced with pelvic pain and new events: abdominal pain, menorrhagia, psychological injury, device migration, uti, vaginal discharge, hair loss, fatigue, dental problems, headaches, nausea, weight gain were added. Date of removal was added. Event outcome was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.